Event description:
Customer reported that her insulin pump alarmed motor error. Customer stated that the insulin pump is currently dead and her blood glucose reading is 192 mg/dl. Customer also stated that the insulin pump has been exposed to strong magnetic field at the airport and when she had an x-ray done. Troubleshooting was performed and customer was unable to rewind the insulin pump. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.